Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and failure analysis investigations was able to replicate the reported issue and confirmed via logs. The usm was tested on an in-house system in normal mode and triggered no errors upon start up. The usm was also tested on the product function testing platform (pftp) and failed the parallelogram fiber test. Error 31226 is a downstream error that leads to the amc board and is the root cause of the parallelogram failure. A golden fiber was installed, and the usm passed the test. The original fiber was installed, and the errors returned. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system had an error on arm 2. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and confirmed 40100 error in logs. Tse advised the customer to disable arm 2. The customer disabled the arm 2 and continued with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the site experienced an error, an investigation was in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was able to replicate the reported issue and replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An isi did receive da vinci product back to determine the cause of the reported event but the investigation in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.